Manufacturer narrative:
Product ID: 3093-28, lot# v620566, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation when she turned the implantable neurostimulator (ins) on. The patient's amplitude was at 5v prior to the report but was lowered to 1.5v at the time of the report. The reporter indicated that the patient was still in some pain from the stimulation being so high before. The patient was therefore going to wait to try it again later. If additional information becomes available, a follow-up report will be sent.